Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "connection" of a prismaflex st150 set was observed to be broken and leaked during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, photographs of the sample were received for evaluation. Visual inspection of the photos showed that the soft connector of the set transducer protector (tp) square was damaged. This component is provided by a vantive internal supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the component damage was not determined. Should additional relevant information become available, a supplemental report will be submitted.